Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non calcified abdominal aorta. A 27/7/2/65 equalizer¿ occlusion balloon catheter was selected for touch up of a stent graft. The device was advanced to the lesion and the balloon was inflated however the balloon ruptured on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non calcified abdominal aorta. A 27/7/2/65 equalizer¿ occlusion balloon catheter was selected for touch up of a stent graft. The device was advanced to the lesion and the balloon was inflated however the balloon ruptured on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis with no visible defects. There was no visible burst when the balloon was inflated. The balloon was deflated with ease and inflated again two more times. Both bonds were in tact and no other defects were noted either on the balloon or catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).